Manufacturer narrative:
Due to characterization limit e1 initial reporter: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that the cardiosave intra aortic ballon pump(iabp) had replacement of the safety disk as it has reached 1000 hours. No harm or injury to the patient was reported.

Manufacturer narrative:
After further review, it was determined that the event was only a routine replacement of safety disk and there was no other malfunction reported. Hence, the complaint is invalid and no follow up report is necessary.